Manufacturer narrative:
The reported complaint of holes in the tubing could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Updated information in d9.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. Additional reporter: (B)(6).

Event description:
The event occurred on various dates from (B)(6) to (B)(6) 2024 and involved a 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv clave¿, clamp, rotating luer where it was reported that the product has holes in the tubing and blood has sprayed everywhere multiple times. There was patient involvement and no harm reported.